Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this report would be updated upon analysis completion.

Event description:
Additional information received indicates the patient had a heart transplant. Subsequently, the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was taken out-of-service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor) shocking lead impedance measurement greater than 125 ohms. Further, the patient believed that the device was beeping. Boston scientific technical services (ts) discussed performing x-ray, checking device and lead position as well as ensuring that there was no electromagnetic interference (emi) source. Ts also discussed device beeping pattern. Attempts were made to obtain additional information, however, no additional information was available. At this time there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported. The system remains in service.